Manufacturer narrative:
(B)(4).

Event description:
It was reported the most distal screw has advanced through the nail and is protruding into soft tissue. A revision surgery is needed but has not been performed.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.